Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went onsite and the system was started in normal mode and a test drive was performed. The symptom did not reproduce during that time. System was booted in maintenance mode, logs reviewed with technical support, system check including calibration was performed and all functions passed. System was powered cycled and an additional test drive was performed successfully. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted hemicolectomy right surgical procedure, that a customer described an issue during a procedure in which the universal surgical manipulator 1 (usm1), with a stapler installed, suddenly twisted nearly 180 degrees. The customer stated that a system message appeared instructing staff to unroll the usm1, and the staff undocked the arm, manually unrolled it fully, and then completed the case. The technical service engineer reviewed the system logs and did not identify any related faults, then advised performing a hard power cycle on the system when feasible and ended the call. The procedure was completed with no reported injury.